Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located near a shunt anastomosis in a moderately tortuous and severely calcified vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured and a vertical tear was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located near a shunt anastomosis in a moderately tortuous and severely calcified vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured and a vertical tear was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 7mm in length and extended from a position 3mm distal of the proximal markerband to 3mm proximal of the proximal markerband. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.